Manufacturer narrative:
An attempt ot inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon, approximately 3mm from the balloon proximal tip. A possible cause of the taper to taper tear in the balloon could have been rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon. The review of the lhr (lot f1229101) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00161 for the first device.

Event description:
It was reported by the aci regional sales manager that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained the common femoral via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no present of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closer device 6f/7f to close the access site. It was reported that the "balloon ruptured upon inflation in the patient, prior to pullback". The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also ruptured upon inflation in the patient. Since access was maintained a device from another manufacturer was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.